Event description:
Information received from a foreign healthcare professional via a manufacturer representative reported that the implantable neurostimulator (ins) was implanted on (B)(6) 2016 which was after the expiration date. No patient complication was associated with the event.